Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. The cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that resistance was experienced when filling multiple cartridges with insulin. The issue was resolved by performing a cartridge change. Customer's blood glucose was 126 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."